Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had a screen that was glitching in and out. There were no patients involved.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse could not duplicate the issue. The fse replaced the coiled cable as a precaution. The fse noticed a crack in the upper display bezel. The fse replaced the bezel and associated labels. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Manufacturer narrative:
Due to character limitation. Initial reporter full name : (B)(4). Updated fields: b4, d8, d9, g3, g6, h2, h3, h11. Corrected fields: e1( initial reporter name , mail).